Event description:
It was reported that there was a failed downstream occlusion calibration. The event occurred during testing. The device evaluation found a damaged downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.